Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) has been investigated. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause investigation into the thermally damaged diode array determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. An internal corrective action has been issues to investigate the ingress of conductive gel into the therapy electrodes. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt delivered a pulse below low limit.